Manufacturer narrative:
Additional information, requested and if received, will be reported on a supplemental report.

Event description:
It was reported, doctor was using the calcar planer from the accolade instrumentation set, when the planer had caught on the calcar and fractured the calcar requiring the calcar to be repaired by wiring.